Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was not functioning properly as per patient. Also, patient was in atrial fibrillation. Boston scientific technical services referred the patient to the clinic. As of this time, this crt-p remains in service. No additional adverse patient effects were reported.